Event description:
It was reported that the customer's insulin pump display was scratched, making it hard to read. Customer's blood glucose was 289 mg/dl. Customer was advised to discontinue use and revert to a back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with deep scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.